Manufacturer narrative:
The lens evaluation revealed that both haptics were bent and one haptic had a "pinch mark" that could have contributed to the lens becoming displaced. No similar complaints have been received for this lot.

Event description:
User facility reports on first post-operative day an attempt was made to reposition the lens but it had to be removed and replaced.